Event description:
On (B)(6) 2012, leica microsystems received a complaint stating that the motor of the a/b/c balance of leica m720 oh5 failed during the installation of the surgical microscope.

Manufacturer narrative:
This is an initial report. According to the complaint report, the a/b/c balance motor of leica m720 oh5 failed during installation. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.